Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site. The issue was further described as, this occurred while administering medication during intubation through one of the ports closest to the patient, resulting in the medication leaking from the port directly below it instead of being delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on friday, the specific date is not provided. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a primary packaging of product code. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.